Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product/lot code combinations. However, none related or similar. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The complaint will not be investigated further and no further corrective action has been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision asr resurfacing left reason for revision - impingement syndrome.